Event description:
The customer reported a button error on his insulin pump. The customer's blood glucose level was 250 mg/dl. In addition to the button error the customer states that the "up" arrow does not work due to possible rain or moisture that may have gotten into the device. The pump has been replaced. No further information was provided.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No moisture damage inside insulin pump noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.